Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient profile showed up, but the medication in the fridge did not show. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) had informed the customer that, based on the question, pyxis had the capability only to determine that the medication was sent directly from active directory (adt). There had been no specific profile if it came from the refrigerator, as it should only have required pharmacist approval upon uploading from adt to the es server and no response from the customer after multiple follow-ups.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient profile showed up, but the medication in the fridge did not show. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.